Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Upon review of the database it was determined the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced which reportedly resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing discomfort described by the patient as heating unrelated to recharging the ipg. Surgical intervention may be pending to address the issue.